Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity. Technical services (ts) reviewed the device data and noted the radio frequency (rf) telemetry was still available and device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.